Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 1. The nurse stated there was a white clamp line still on the organizer not in use and the clamp was open. The baxter technical service representative (tsr) had her cycle power for se 2367 and then again to clear the alarms. The tsr explained they would need to setup with new supplies. The nurse would setup with new supplies and the hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2011 and she was able to help the patient resume therapy after starting over with new supplies. She had accidentally left a clamp open. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.